Event description:
It was reported that the patient experienced pump extrusion through the scrotum due to the patient being poorly controlled diabetic with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.